Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting the poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received via medical records on 10 december 2009. On (B)(6) 2009, the patient experienced a high zinc level. On (B)(6) 2009, the patient experienced low copper and ceruloplasmin levels. At the time of this report, the outcome of the events was unknown. Follow up information was received on 13 april 2010 via medical records. On (B)(6) 1986, the patient complained of neck pain/muscle spasms. X-rays showed mild degenerative changes with some disk narrowing at c5 to c6. On (B)(6) 2004, the patient complained of back pain for four to five days and of operating heavy equipment. The patient had a history of chronic low back pain but stated this episode was different. On (B)(6) 2008, the patient was evaluated for peripheral artery disease. The patient had an eight week history of right foot numbness and tingling. The numbness was attributed to neuropathy. On (B)(6) 2008, a computed tomography (CT) scan was normal. On (B)(6) 2008, the patient requested a referral to a specialist. He could not maintain his balance, fell over all the time, and could not stand on one foot. On (B)(6) 2008, the patient was sent to neurology because of a sensation of pins and needles to his feet and significant ataxia for the past few months. The patient was diagnosed with polyneuropathy most likely due to chronic alcohol and low folic acid. The patient had a history of chronic liver disease. On (B)(6) 2008, the patient was diagnosed with a nondisplaced spiral fracture of the distal fibula near the ankle joint after stepping in a pot hole. On (B)(6) 2008, a magnetic resonance imaging (MRI) of the cervical spine did not show any convincing evidence of central spinal stenosis. On (B)(6) 2008, the patient was noted to have spondylosis to cervical region at several levels and was referred to neurosurgery. On (B)(6) 2008, the patient was seen by neurology for gait ataxia and numbness in the hands and feet. MRI of the cervical levels with small disc bulges/osteophytes at c3 to c4, c4 to c5, and c5 to c6 with more significant narrowing was mild to moderate. The patient had gait problems with numbness in the hands and feet in a glove and stocking distribution. His peripheral neuropathy was quite significant and secondary to alcohol intake. The patient was told his peripheral neuropathy and gait problems would not improve unless he stopped drinking.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).